Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. Upon visual inspection, it was observed that the needle did not retract fully leaving the needle exposed; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, it was not clear through the photos what caused the needle to not fully retract; therefore the root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd cathena¿ safety IV catheter needle did not retract all the way. This was discovered during use. The following information was provided by the initial reporter: material no.: 386801; batch no.: 8144026. It was reported that the needle did not retract all the way leaving the needle exposed. Per complaint form: clinical resource nurse contacted me via email and sent in pictures of cathena showing that the needle did not fully retract leaving the needle exposed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd cathena¿ safety IV catheter needle did not retract all the way. This was discovered during use. The following information was provided by the initial reporter: material no.: 386801. Batch no.: 8144026. It was reported that the needle did not retract all the way leaving the needle exposed. Per complaint form: clinical resource nurse contacted me via email and sent in pictures of cathena showing that the needle did not fully retract leaving the needle exposed.